Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is smelling like it is burning. They also stated that the device has a strange odor. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory. The manufacturer's product investigation laboratory (pil) was unable to confirm the alleged smelling a burning odor from device. The device was missing an accessory port flip door, sd card and filter. Pil confirmed there was evidence of sound abatement foam degradation/breakdown. Additionally, pil confirmed presence of contamination in the airpath. A keratin like substance was observed around the blower box outlet. Moreover, mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing.